Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg, the device experienced discolored/ abnormal additive form. This event occurred twice. The following information was provided by the initial reporter. The customer stated: defect: found that there is no anticoagulant in the tube wall effects: no effect on patients and users.